Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon was disengaged from the cannula. The obturator was received. The cannula and insufflation bulb were received and appeared intact. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged balloon from the cannula may occur when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while trying to make space, the device's balloon disengaged from the trocar/sleeve. The balloon fell off when inflated and fell into the pre-peritoneal space. It was retrieved with laparoscopic graspers. A second balloon was opened and used to complete the case. There was no patient injury.